Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said patient and technical services (pats) keeps sending the wrong plugs "to the activation of the battery in their chest" so they can move around correctly and not feel too much pain. The patient said it had not been activated since nov 1 and was not working because it was the wrong plug which does not fit. They did not have the battery charger for the charging device that is installed in their chest to be activated. The patient said they have 4 black cords and none of the cords fit the handset. The patient said they got the adapter. The patient was "sick and tired of this" (sending the wrong equipment). The agent tried to help the patient check in the box of equipment for the adapter and cord to charge their handset. The patient said they were paralyzed from the waist down and it will take a half hour to walk to the bedroom and they do not have anyone to help them. The agent asked if they had any upcoming doctor's appointments. The patient said they were missing all their doctor's appointments "because they are getting weaker and weaker and "can't be spending hours every day trying to reach medtronic and they keep sending me the wrong one". The patient said they were very tired and very hungry, they can't do anything else but try to work the system medtronic sent the wrong plug for. The agent tried to explain how to put the adapter onto the black cord so it can plug into the handset. The patient said they were trying to get to the bedroom, they have to move the walker and wheelchair and they waited 3 hours today and 2 hours yesterday trying to get through and they sent the wrong cords. The patient stated they can't move, they can't walk, they can't fit with the wheelchair, and can't use the walker and are slowly reaching the bedroom, they stand a good chance to fall and break something. I asked if they have any friends or family who can help. The patient was escalated and the call was ended. The issue was not resolved. Additional information was received. It was reported that the patient's dbs hadn't been "activated for several months". Patient services (ps) educated the patient on how external equipment worked, dbs therapy showed implant as on and okay. The patient had simple mode (no access to change therapy settings). Ps reviewed this and redirected patient to hcp for any desired changes to stimulation. The patient said they were paralyzed from the waist down so it was hard for them to get up and walk around to get equipment because they had bad balance. The patient said they didn't know which cords went into the communicator versus the handset. The patient mentioned they can't write because they were disabled and had dislocated their arm but managed to give ps their friend's phone number for assistance. The friend said they were over with the patient at some point and the patient did indeed have the correct charging cables and the friend was going to label them to make it easier for the patient to distinguish which cord goes with which device. The friend said that patient didn't have a programming drape and requested one; email sent to repair with request. The friend also mentioned it was hard for patient to plug charger cords into the devices when patient was shaking hard. Ps reviewed therapy was on and that any changes would need to be discussed with hcp.